Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit is overheating.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: a2, a3, a4, b4, e2, e3, g3, g6, h2, h10, h11. Corrected sections: b5, d10, h6(health clinical and impact codes).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is overheating. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: (site country), ( type of investigation, investigation findings, investigation conclusion, component code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The failure observed by end user, while on patient cardiosave displayed ¿overheating¿ message twice¿. Both events end user rebooted cardiosave and corrected failure. He performed compressor output test and observed no failure ,passed to specifications. Checked compressor fan and front fan operating to specifications. This is the second service call with exact same failure ¿unit overheating¿. He replaced front end board as this monitor temps in console and could be causing failure. Replaced front end board and muffler and calibrated to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The defective components were received for further investigation. This part was received with a reported unit failure message of overheating for fat evaluation, they performed visual inspection of this part received and part looks to be in good condition , also tested front end board to the factory specifications per pn 0002-07-d016 revision d. The board was tested over 4 hours of continues use and no overheating message on display. The failure analysis and testing department could not verify the failure of overheating message on display. The pcb, front end, rohs passed testing. Retaining the board in the fat dept. As per 0002-07-d008 rev ak.the non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.